Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the unit shut down during operation. The device was in use for 2 hours on battery power without issue. The device then prompted low battery messages and gave a shutdown warning 15 minutes later. The device functioned as expected when eventually repowered by auxiliary. The device testing and log review supports the device is functioning as expected. The device was fully evaluated, including testing with a low battery, discharging, and stressing with no anomalies or faults identified. The device will be recertified for clinical use and returned to the customer. No trend identified against similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Eventually the screen did return and the event continued without incident. Complainant indicated that the patient subsequently expired.